Event description:
Additional information was received that the patient had a generator and lead replacement and has been turned back on. Product return attempts have been unsuccessful to date.

Event description:
It was initially reported that the patient had high impedance on systems and normal mode diagnostics. The physician disabled the patient at a later appointment. Patient denies any manipulation or trauma. The patient has reported pain in her arm and neck for 3 weeks prior to the high impedance being visualized. It is unknown if the pain is occurring with stimulation or if it is related to the high impedance. The patient was referred for surgery. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date. The physician responded to attempts but did not address the question and only provided some programming history. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.